Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.037.229s, lot h821768: manufacturing location: monument. Manufacturing date: february 04, 2019. Expiration date: january 01, 2029. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.h3, h6: an x-ray review was completed: the postoperative breakage of the nail could be confirmed according to the received x-rays. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2020 for patient with non-union and broken femoral nail from previous tfna insertion. The patient was also experiencing pain. The nail was removed during revision surgery and a hip arthroplasty was completed. The original surgery was completed on (B)(6) 2020. Patient had a comminuted intertrochanteric fracture, fracture site was opened and reduced with clamps, tfna with neck screw and two (20) distal locking screws inserted. There is no further information available. Concomitant device reported: tfna scr perf l95 tan (part# 04.038.195s; lot# 3l37421; quantity: 1). Unk - screws: locking (part# unknown; lot# unknown; quantity: 2). This report is for one (1) 12mm/125 deg ti cann tfna 380mm/left - sterile. This is report 1 of 1 for (B)(4).